Event description:
A report was received that the pt underwent a pocket revision due to discomfort at the pocket site when she walked. The physician repositioned the pocket and replaced the ipg out of preference. The physician did not suspect device malfunction. The pt was reportedly doing well following this procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.